Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a damaged patient connector and additionally noted that the device failed its incoming testing on pace pulse noise, it had a broken hanger and corroded screws in its lower case. The connector and hanger were replaced and the device passed all tests with no visual or electrical anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector of the external pulse generator was broken. The generator has not been received into service. There was no patient involvement. It was further reported that the product was returned to service.